Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, was explanted due to normal elective replacement indicator (eri) battery status. There had been previous inquiries regarding the advisory status of this device, however there was no evidence that the device was exhibiting the advisory behavior. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.